Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 583 mg/dl. The customer refused to troubleshoot the device at time of call. The customer stated that he did not change the infusion set for seven days. No further information was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.